Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, d10, h4. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, a possible cause of the malfunctions could include stress problems. The most probable cause is random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, four inches from the tip distal end seam on the videoscope, a chunk was found to be missing. There was no report of patient involvement.